Manufacturer narrative:
This part is not approved for sale in the us but a similar part with catalogue number 7753500 and UDI number (B)(4) is approved for sale in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient presented with pre-op diagnosis as cervical tumor. For which, patient underwent cervical posterior fusion. Intra-op, when the surgeon placed mas cross-link and was tightening a mas cross-link locking screw, a cracking sound was heard and the upper part of mas cross-link set was found to be broken. No fragments of the product remained inside the patient. No patient complications were reported. An additional cross-link was placed inside the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.